Event description:
Rptr had 225cc silicone breast implants placed 4/77. Calcium occurred in her left breast. A medical professional has confirmed silicone outside the breast, scar tissue capsule. She had numbness in the surgical area. Implants were ruptured, she had bleeding through the envelope, one capsular contracture and one closed capsulotomy. She c/o: blood pressure problems, peripheral neuropathy, demyelinating neuropathy, anxiety &/or depression, organizational difficulty, lack of concentration, short-term memory loss, mood swings, procrastination, getting lost or confused, balance disturbances, chest/rib cage, pain and/or burning sensation, elevated cholesterol or triglycerides, rapid eye deterioration, chronic swelling, pain and heat or cold sensitivity of extremities, frequent low grade fever, chronic diarrhea &/or constipation, irritable bowel syndrome, "flooding/clotting" periods, substantial hair loss not connected with medications, frequent migraines/severe headaches, mitral valve prolapse, connective tissue disease, lupus, atypical lupus, inflammation, swelling, pain/arthraliga and persistent stiffness, muscle pain & burning, unexplained rashes, sun sensitivity, unexplained severe itching, chronic insomnia, non-restorative sleep, chronic fatigue syndrome, long-term extreme fatigue, granulomas or siliconomas, clumsiness/drops things, misjudges distance/runs into objects.